Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Additionally, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope's forceps cables needed to be tightened and other defects needed inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water cylinder had no color. The suction cylinder had no color. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to slipping out of light guide bundle, illumination was poor. Adhesive around objective lens had discoloration. The adhesive around light guide lens had discoloration. The connecting tube had a wrinkle. The light guide connector had corrosion. The universal cord had a wrinkle and the video cable was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.